Manufacturer narrative:
Patient information was not provided. Date of event was not provided. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed a motor controller failure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) has received the s5 roller pump for investigation. The investigation at the manufacturing site revealed that the described error could be reproduced. During the visual inspection it was possible to identify dried fluid directly on the raceway. Additionally several mechanic parts were damaged or missing. This issue cannot be correlated to the production process, since the pump was disassembled directly at the facility. The described error code cannot be confirmed as an issue of the hardware or the software of the product, but as mishandling of the product.

Event description:
See initial report.